Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl due to needing settings adjustments. Low bg was addressed by consuming carbohydrates. Emergency medical technicians were called but patients low bg was already resolved. Customer will be consulting their healthcare provider about adjusting settings to better meet customer's needs.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.